Manufacturer narrative:
During the procedure, a small amount of brain tissue was resected. When the results came back from pathology, the tissue was healthy. The patient has elected for the surgeon to not perform a revision procedure at this time. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. No further issues have been reported.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the surgeon alleged the navigation system was inaccurate. The surgeon attempted to register the patient with touch-n-go registration method, however, the markers were not visible on the scan. The surgeon then used pointmerge registration to register the patient and received an error metric of 2.2mm. With this knowledge, the surgeon decided not to re-register the patient and opted to continue and completed the procedure with the use of the navigation system. A small amount of tissue was resected; and after conclusion of the procedure, the pathology tests were found to be negative.

Manufacturer narrative:
The patient exams were reviewed by software engineering. The software investigation found that the cause of the reported event was that the patient scan contained patient movement. The software functioned as designed.